Event description:
Discordant low myoglobin results were obtained on two patient samples on an advia centaur analyzer. The initial results were reported to the physician(s). Repeat testing was performed to confirm the correct results. Patient care was not altered or prescribed due to the discordant myoglobin results. There were no known reports of adverse health consequences due to the discordant myoglobin results.

Manufacturer narrative:
A siemens healthcare diagnostics fse (field service engineer) was dispatched to the customer site. The fse analyzed the instrument and adjusted the sample probe, replaced the sample diluter lubricating pads and checked instrument calibration. The cause for the discordant myoglobin results was determined to be unknown. The instrument is performing according to specifications. No further evaluation of the system is required